Event description:
Additional information: the patient was managed with a "morphine bandage" continuously. The pump was replaced. Following the replacement, the patient was "good"; everything was "ok", the new pump was working. The pump was used to deliver morphine (10 mg/ml).

Manufacturer narrative:
The pump has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete. Corrected information: the initial report was filed as manufacturer's report # 3007566237-2012-00528; additional information received indicated that the correct manufacturing site was site # 3004209178.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomaly; corrosion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A motor stall was reported to have occurred with the message of "motor stall occurred, stopped pump period may exceed tube set". It was stated that following this message the healthcare provider (hcp) cleaned the tube set but the failure message remained; "the pump stopped, controlled by x-ray". The pump could not be restarted. It was indicated that the device will be changed. Patient outcome was noted as "same physical condition, increasing her pain".